Event description:
Using product as instructed by manufacturer; product powered through usb cord in a wall socket usb charger. Product stopped working after limited use; control switch lights up, but product does not heat in the eye mask. Manufacturer did not respond to at least 5 attempts for help or service, including 2 email to their help email, email to a customer service representative, and 2 phone calls to their helpline which went directly to voice mail (2 voice mails were left). Mibo medical group mibo heating pad with far infrared https://mibomedicalgroup.com/miboheatingpad/ warranty registration link does not work.